Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery with heavy calcification. The 7.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion; during deployment of the stent, the wheel only made one click and would not advance any further. When the ses was withdrawn, the stent dislodged in the sheath. The sheath with the stent inside was removed from the patient anatomy. The physician decided to end the procedure, there were no stents implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and the reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, a 0.014¿ abbott bmw guidewire was used. It should be noted the absolute pro self-expanding stent system instructions for use IFU, states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.014¿ guide wire resulted in the noted kinked stent sheath and the noted multiple kinks on the entire length of the inner member; thus during attempted stent deployment resulted in preventing the shaft lumens from moving freely resulting in the reported physical resistance/sticking thumbwheel and the reported difficult or delayed activation. During withdrawal of the compromised device interaction with the sheath resulted in the noted stent damages (bent/stretched/broken struts, separated distal stent tabs). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: code 2017 failure to follow steps added as 0.014 guide wire was used.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery with heavy calcification. The 7.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion; during deployment of the stent, the wheel only made one click and would not advance any further. When the ses was withdrawn, the stent dislodged in the sheath. The sheath with the stent inside was removed from the patient anatomy. The physician decided to end the procedure, there were no stents implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.